Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing/stuck pixels. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.